Event description:
One touch ultra test strips were peeling and "crunching up" upon removal from the test strip port. Pt described feeling faint and as though they were going to pass out during the time of concern. Pt obtained a "70 mg/dl" and "71 mg/dl" on meter. Pt decided to call and visit physician due to the low symptoms and low readings. The physician did not feel as though they were experiencing low blood glucose levels. No treatment was administered. Pt had been using damaged strips during the time of concern. There is no evidence to suggest that the pt suffered an injury to the meter and/or test strips. Pt had low symptoms and obtained relatively low readings. The test strips and meter are being reported due to the peeling test strips and possible test strips port issue. Pt's test strips were replaced.